Event description:
It was reported that the device broke and became detached. A greenfield filter was attempted to be implanted in (B)(6) 2020. During the procedure the dilator that was used to introduce the device broke off in the patients vessel. The physician had to open the patient up in order to retrieve the broken piece and to complete the procedure. No patient complications were reported. Update: reported via user facility medwatch # (B)(4).

Manufacturer narrative:
B3: event date was reported as (B)(6) 2020. Correction: b1 was updated from product problem to adverse event and product problem. B2 was updated from other to required intervention. H1 was updated from malfunction to serious injury. B5: added user facility medwatch # (B)(4).

Manufacturer narrative:
Event date was reported as (B)(6) 2020.

Event description:
It was reported that the device broke and became detached. A greenfield filter was attempted to be implanted in (B)(6) 2020. During the procedure the dilator that was used to introduce the device broke off in the patients vessel. The physician had to open the patient up in order to retrieve the broken piece and to complete the procedure. No patient complications were reported.